Event description:
Intradialytic blood tubing separation. Separation occurred between the "to dialyzer blood line" and the arterial bloodline connector. Pt blood loss was a direct result of the extra corporeal circuit flow path failure, amount of blood loss is unk. Staff intervention, at time of incident, was necessary to prevent further blood loss. The pt did not require a blood transfusion post incident.